Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Patient reported left side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation. The device has been explanted.